Event description:
On (B)(6) 2013, customer reports via phone that during an unk urology procedure, the fluoro failed. Physician moved the pt to another room to complete the procedure. No reported injury. No add'l pt info is known at this time.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.